Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was unable to read v6 which is part of the 12 lead. No reports of pt involvement.